Event description:
A malfunction alarm was reported with malfunction code 12, and there were no notable events prior to this occurrence. There was no adverse impact to the customer's blood glucose level. The customer experienced this malfunction multiple times, and the pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.